Event description:
Same case as: 2134265-2014-06528, 2134265-2014-06402. It was reported that automatic pullback failure occurred. An ilab ultrasound imaging system was used in conjunction with an unspecified imaging catheter to view an unspecified lesion. It was noted that during preparation, intravascular ultrasound (ivus) image was present when pullback was started. The cross sectional image was okay and the lcd was normal, however the motor drive unit didn't (mdu) move on the sled. No error message was reported. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: the unit was received in good condition with no visible damage or defects observed. During device analysis, the unit met specifications for functional test and successfully underwent a continuous burn-in overnight. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
Same case as: 2134265-2014-06528, 2134265-2014-06402. It was reported that automatic pullback failure occurred. An ilab ultrasound imaging system was used in conjunction with an unspecified imaging catheter to view an unspecified lesion. It was noted that during preparation, intravascular ultrasound (ivus) image was present when pullback was started. The cross sectional image was okay and the lcd was normal, however the motor drive unit didn't (mdu) move on the sled. No error message was reported. No patient complications were reported.

Manufacturer narrative:
(B)(4).